Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a calcified lesion located in the rca. It was reported that stent dislodgement occurred. The stent came off the balloon when removing it from the rca, it is indicated that it got caught on the guide. Three additional stents were then used and the dislodged stent was crushed against the vessel wall. No patient injury was reported.

Manufacturer narrative:
The lesion had 90% stenosis and was mildly tortuous. The device was inspected before use with no issues noted. There were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath, with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted advancing the device to the lesion. Excessive force wasn't used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.